Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: laparoscopic endocholecystectomy. According to the reporter: the customer reports that when surgeon used the pediport anchoring device, he noticed that a piece of the anchoring portion fell down in the patient abdomen. He had to remove it using an endoscopic grasper. Patient his ok. The device had been pre tested prior to use and was used to complete the procedure. The sample is being sent for evaluation. No patient injury was reported. No additional information available at this time.